Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient reported that her cgm displayed a glucose reading of 51 mg/dl. A comparison with a bg meter showed a discrepancy of approximately 20¿30 points, though no specific bg meter value was provided. The patient reported feeling fatigued and went to the emergency room for evaluation. At the ER, the patient received food, hydration (route not specified), and glucose (route not specified). She remained in the ER from 10:00 am to 7:00 pm before being discharged. At the time of discharge, her bg level was 112 mg/dl (source cgm or bg meter was not specified). The patient was reported to be ¿fine¿ at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 20-30 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.